Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) inspected the device and confirmed the following; the universal cord was kinked at several times. There was evidence of moisture intrusion into the forceps elevator. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels and the distal end of the device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from auxiliary water channel of the device tested positive for proteus mirabilis, enterobacter gergoviae (total 2 cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus italia made conscientious efforts, but was not able to obtain information about the reprocess method from the user facility. The exact cause of the reported event could not be conclusively determined, because the result of microbiological testing by the third party laboratory cleared the german guideline. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.